Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "not illuminating fully", and that the pump usb port was damaged and loose. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore no additional information regarding the issues could be gathered.